Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure. The procedure date is unknown. The capio slim misfired. There was no information on what had completed the procedure. There were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: date of event was approximated to december 01, 2023 based on the date the manufacturer became aware of the event. H6: imdrf device code a050502 captures the reportable event of device misfire.